Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a constant air in line alarm. Service evaluation verified the air in line alarms while running a loaded set. The cause was identified to be a failed upstream sensor. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a constant air in line alarm during incoming device evaluation assessment (idea) testing. There was no patient involvement. No additional information is available.